Event description:
It was reported that the user experienced an extended hyperglycemic event while using the system, with infusion set changes performed without resolution and subsequent transition to multiple daily injections to reduce glucose before resuming pump delivery; the user later sought assistance with reconnection after glucose returned to range. Symptoms included nausea and exhaustion. Outcomes included user-perceived impact requiring temporary discontinuation of pump therapy, use of subcutaneous insulin via pen as backup, and receipt of nonmedical assistance from family, without hospitalization or professional medical intervention. Investigation included troubleshooting and education regarding waiting for exogenous insulin to clear prior to reconnection. Investigation of this case revealed that the cause of the high glucose event remained unclear, with no device malfunction identified and no specific component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.